Event description:
It was reported that when using the bd pyxis¿ anesthesia station es transaction date/time stamp from (B)(6) was displayed as (B)(6) in reports, indicating a time synchronized issue. The station was remotely rebooted, and common network time protocol (ntp) related causes after updates were identified and reported. Device affected by this event can cause a delay in access. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the transaction timestamp from (B)(6) was displayed as (B)(6) in reports, indicating a time synchronized issue. A technical support specialist (tss) connected to the station, reviewed station and event logs, and checked network time protocol (ntp) settings. Tss identified a time synchronized issue where the station time was incorrect and corrected it using ntp. Further analysis indicated windows time service ((B)(4)) issues after updates, and tss applied a fix by disabling secure time seeding via registry and rebooted the device. The system functioned as intended after technical support specialist troubleshot the device.